Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the day of the event the cgm reading was 41 mg/dl, and the patient took a soda and four glucose tablets. No symptoms were experienced and no fingerstick was taken. Later that afternoon the patient was advised that if ¿her glucose¿ did not improve, she should contact emergency medical services (ems). It was unknown by who this was advised. The patient contacted ther emergencies and when a fingerstick was taken the cgm reading was 41 mg/dl, and the blood glucose reading was 400 mg/dl. The patient was treated with intravenous insulin and fluids. The patient was discharged after 9 hours. It was stated that the patient did not experience any symptoms during the event, but also that at the time of the report the patient was getting better, and did not felt ¿back to normal¿ yet. However it was understood that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the e zone of the parkes error grid. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.